Event description:
Dr in process of suturing uterine incision following c-section delivery encounters "resistence" in passing needle through tissue. Examination of needle indicated 4-5 mm of tip had broken off. Immediate search for fragment negative. With skin staples in place, x-ray identified fragment. Pt re-opened and fragment removed from tissue. No pt compromise as result of extra invasive procedure.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. The device was destroyed/disposed of.